Event description:
It was reported that during a lap chole procedure, the obturator is too large for the trocar and is a 12mm. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/29/2008. Evaluation summary- the analysis results found that the b11lt instrument was returned with a 12mm obturator labeled as a 11mm obturator. Due to the returned condition " the obturator would not fit down into the cannula". We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.